Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Today, on (B)(6) 2015 at 4:30pm, the customer performed a back to back blood test using their competitor meter and their true result meter. The true result registered their glucose at 113mg/dl fasting and the other meter registered his sugar at 158mg/dl fasting. Customer's expected results are 150-130mg/dl -fasting. Strip expiration date is 03/31/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Back to back blood test performed and results are 123 mg/dl and 123 mg/dl - fasting. Reviewed meter memory (customer only had one result): 113mg/dl 08/05/2015 04:30:00 pm fasting:yes. Customer is currently taking metforman to manage diabetes.